Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported when the level sensor was plugged in, the red light on the safety monitor display turned off. No error messages were observed. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.